Event description:
Customer reported a button error alarm. The customer's blood glucose was 69 mg/dl. She stated that she had treated her low blood glucose with a (B)(4). The customer also stated that her insulin pump may have been exposed to moisture. Customer also stated her blood glucose was 82 mg/dl at the end of the call. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The device was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The unit also was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot and missing end cap sticker..